Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump cracked. The no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.